Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation. A review of device download data does not suggest any device malfunction causing or contributing to the death.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was in a palliative care ward of a healthcare facility. Per the patient's physician and nurse, the cause of death was cardiac related. The lifevest detected an arrhythmia at 00:15 on (B)(6) 2019 and prompted bystanders to stand clear of the patient. The patient's mother then removed the lifevest battery pack shortly after the lifevest began alarming, which deactivated the device. The patient subsequently passed away. A review of the available downloaded software flag and ECG data indicates that the lifevest detected vf and began alarming at 00:15:46. The main battery pack was removed from the device at 00:16:06 while the patient was in vf. The patient's mother deactivated the device before the lifevest could complete the treatment sequence and deliver a defibrillating shock. The lifevest operated as designed and detected the arrhythmia. Per the patient's physician and nurse, the device appropriately alarmed and instructed bystanders to stand clear. There is no indication at this time of a device malfunction causing or contributing to the patient death.